Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. During the procedure the physician was experiencing difficulty when removing this right ventricular (rv) lead. The terminal pin would not rotate for the lead to be removed. The physician successfully removed this rv lead from service. There were no additional adverse effects reported.